Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The unit was tested on in-house system in normal mode with no triggered errors. During visual inspection, no issues were found related to reported problem. Vibration felt from arm pitch and yaw direction. During patient side cart fixture test platform (pftp) testing the unit failed pitch very slow friction test and failed during yaw speed low friction test. As a result of these findings fa was able to conclude that the pitch harmonic drive and yaw harmonic drive were found to be the root causes of the reported problem. The master tool manipulator (mtm) has been evaluated by the fa team. Fa was not able to confirm nor replicate the reported complaint. Logs show no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, assemblies were inspected, but no faults could be identified. As a result of these findings, fa concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was not able to swap back from universal surgical manipulator (usm) 4 to usm 3. The customer informed the tse that both surgeon side consoles (sscs) were in use. The surgeon swapped from usm 3 to usm 4 but was not able to swap back to usm 3. The customer was not sure which ssc the issues occurred on, and there were no associated logs to report. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the universal surgical manipulator (usm) arms to have lots of resistance when moving them. The right master tool manipulator (mtm) did not recognize when clicking the gimbal. The mtm and usm were replaced to resolve the issue. The system was tested and verified as ready for use. Isi receive the da vinci products involved with this complaint to perform failure analysis. However, failure analysis is not complete.